Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration failed during a vitreoretinal procedure. The product was replaced and the procedure was completed without consequences to the pt. A product was requested for eval.